Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to a ventricular tachycardia (vt) below the lowest cutoff rate. The patient has consistent vt and was admitted to the hospital where clinical options to treat the arrhythmia are being considered. Therapy is currently programmed off in the s-ICD and boston scientific technical services (ts) was consulted to review the episodes and provided possible programming guidance. The s-ICD remains in service and no additional adverse patient effects were reported.